Event description:
While physicians attempting to obtain venous access, the wire sheared partly in to the patient's vein. Peripheral IV access obtained by nursing staff and vascular team paged to evaluate patient for possible vascular surgery. Ultrasound showed that part of the wire remained inside the vein, part of it was outside of the posterior wall. The wire was removed intraoperatively.